Event description:
Seven (7) days after device with rv lead implanted pt started experiencing a low grade fever. Explanted (B)(6) 2023. Infection, fever, sepsis/septicemia, vegetation. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).